Manufacturer narrative:
This report is a response to uf report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The device was not available for evaluation and no lot number was documented, so the actual device and size could not be confirmed. The g-j is a non-permanent feeding device that is meant to be periodically replaced for optimal performance through a necessary surgical procedure. Balloon failure will eventually occur for all balloon secured feeding devices on the market, regardless of the device manufacturer. A pro-active replacement schedule is encouraged for all gastrostomy feeding tubes to avoid unexpected failures. It is not believed that the balloon leak was due to a manufacturing defect as the device was functioning properly for nine months. We have assigned complaint number (B)(4) to this report.

Event description:
About a year ago, original surgery for placement of amt gastro-jejunal tube, lot # not documented. About nine months later, office visit to pediatric gastroenterology: "his gj tube apparently is losing water and sliding in and out." The day after the office visit, required return to surgery. Balloon leaking. Existing j-tube removed and amt 16cm 16-french 30 cm tube was inserted.